Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the stent to be fully mounted. The t-bar connector had detached from the outer sheath, and the side arm connector had been moved off the stainless steel shaft. Furthermore, the hub had detached off the stainless steel shaft and was not returned. There was, however, evidence of glue on both the t-bar connector and on the stainless steel shaft where the hub had detached. The presence of glue indicates that both components had been glued on as required during the manufacturing process. While attempting to retract the outer sheath, resistance was met, and it was noted that several stent wires had perforated through the outer sheath; the outer sheath could not be retracted and the stent could not be deployed. The condition of the returned device was consistent with the complaint that the hub had detached. The most probable root cause is operational context; the detached handle hub is consistent with excessive tensile force being applied to the shaft when trying to deploy the stent. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a 2mm diameter, 2-3cm long malignant stricture, located in the left liver duct. The area was not predilated prior to the procedure, and the anatomy was reported as not tortuous. The stent failed to deploy during the procedure. When the physician attempted to deploy the stent a second time, the hub of the delivery catheter fell off. The entire system was removed from the patient, and the procedure was completed with another wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, the stent was being placed to treat a 2 mm diameter, 2-3 cm long malignant stricture, located in the left liver duct. The area was not predilated prior to the procedure, and the anatomy was reported as not tortuous. The stent failed to deploy during the procedure. When the physician attempted to deploy the stent a second time, the hub of the delivery catheter fell off. The entire system was removed from the patient, and the procedure was completed with another wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".